Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator that was in backup operation due to event queue overflow. It was also noted that the cybersecurity firmware was not updated. The patient experienced diaphragmatic stimulation. The next morning, the patient received inappropriate shocks. The patient presented to the hospital on (B)(6) 2022 and programming changes were made and cybersecurity firmware was updated. The patient was in stable condition afterwards.